Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, moisture was observed behind the display and no damages to the pump was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 06/30/2015 with the following findings: on investigation, the alleged moisture intrusion issue was verified. Moisture intrusion was evident behind the display. Battery compartment crack was observed in the threads area above the grip pad. A leak test showed a leak where the crack was located. Using the returned battery cap, the pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. Pump casing was opened and additional evidence of moisture intrusion was found inside the pump. Unrelated to the complaint, the display was found to be dim with a pinkish contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.